Event description:
It was reported that a patient had a loss of therapeutic effect and had a return of nausea and vomiting for three months. Her symptoms were pretty bad and she had nausea and pain every day. They believed the implantable neurostimulator (ins) battery was at 2.5 volts and impedances were in the range of 707. The patient had a battery replacement done on (B)(6) 2011. Battery depletion was noted to be normal. It was later reported that the battery wasn¿t dead when it was replaced; it just wasn¿t working up to what they thought it should. The existing leads were used and the ins was replaced. Following replacement, the patient was doing fine and felt great.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).